Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call insulin delivery issue and high blood glucose. The customer's blood glucose was 400mg/dl at the time of incident and current blood glucose 400+mg/dl. Trouble shooting was performed and found insulin flow blocked bolus not delivered. Auto mode feature was not active. The cannula was bent and site was irritated. Advised to do a complete set change (inf and res). Customer declined trouble shoot for bent cannula and site issues. Advised sending replacement sets. Customer is returning set. The insulin pump will not be returned for analysis.